Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated and based on the information provided, the reported unintended movement associated with clip moving in an unintended direction resulting in entrapment of device associated with the clip getting entangled in chordae/anatomy per the account appears to be related to patient conditions and due to preexisting atrial septal defect (asd). Unspecified tissue injury resulting in mitral valve insufficiency/ regurgitation (mr) appears to be due to the procedural conditions associated with the clip getting caught in chordae. Tissue damage/injury and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report unintended movement, device entrapment, tissue damage, and worsening mitral regurgitation. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 2. It was noted a mitraclip procedure was done one year prior, but mr had not increased since then. An xtw clip was inserted, but the clip became caught in chordae. It was noted the clip may have moved in an unintended direction due to a preexisting atrial septal defect (asd). The clip was unable to be freed from the chordae, and was implanted. However, tissue damage occurred on the anterior leaflet, causing mr to increase to a grade of 4. Therefore, mitral valve replacement was performed. No additional information was reported.